Manufacturer narrative:
An event regarding revision surgery involving a trident insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Information received: consumer alleges she had a right rejuvenate hip implanted on (B)(6) 2015 that failed and required revision on (B)(6) 2018. Update: rejuvenate devices were not implanted; however, an accoldate tmzf and lfit v40 head were implanted.

Manufacturer narrative:
The following devices were also listed in this report: v40 cocr lfit head 36mm/+5; cat#6260-9-236; lot#mmp9lr; accolade (127 deg) size 2.5 accolade (127 deg) size 2.5; cat#6021-2530; lot#47752402; primary tritanium hemi cluster hole cup 56mm; cat#502-03-56e; lot#xk38h2; 6.5 cancellous bone screw 16mm; cat#2030-6516-1; lot#mmp703; 6.5 cancellous bone screw 16mm; cat#2030-6516-1; lot#5h09y6; 6.5 cancellous bone screw 20mm; cat#2030-6520-1; lot#mnhd72; 6.5 cancellous bone screw 25mm; cat#2030-6525-1; lot#mmmrlh; 6.5 cancellous bone screw 30m; cat#2030-6530-1; lot#7t6yxy; 6.5 cancellous bone screw 40mm; cat#2030-6540-1; lot#mnp0pm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Information received: consumer alleges she had a right rejuvenate hip implanted on (B)(6) 2015 that failed and required revision on (B)(6) 2018. Update: rejuvenate devices were not implanted however, an accolade tmzf and lfit v40 head were implanted.